Event description:
Reference manufacturer numbers: 1627487-2021-01910, 1627487-2021-01911. It was reported that the patient underwent surgical intervention wherein the device was removed. The patient's leads were also removed during the procedure due to device migration.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2021 wherein a new scs ipg and paddle lead were implanted to restore effective therapy.

Manufacturer narrative:
An inoperable implant due to possibly not charging the device was reported to abbott, but could not be confirmed. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not recharge the ipg as recommended by the manufacturer¿s guidelines. In turn, the device stopped communicating with external devices, deeming it inoperable. This issue may have been the result of the ipg being tilted in the pocket site, but the causality is nor confirmed at this time. The patient may undergo surgical intervention to address the issue.